Manufacturer narrative:
There is two 510(k) numbers for this device as it is manufactured as; k945952, and k901449. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube device experienced clotting/micro clots/fibrin clots. This event occurred 80 times. The following information was provided by the initial reporter. The customer stated: clumped additive and hemolysis.

Manufacturer narrative:
H.6. Investigation summary material #: 367921 lot/batch #: 1259279 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality and hemolysis was not observed. The photo was evaluated and show that additive is present in the tubes and is in a clump at the bottom of the tube. This type of powder can exhibit come "clinging" properties that results in a clump being formed, this is not an unusual appearance. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to additive abnormality and hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting/additive abnormality/hemolysis) because the defect was not evident in the testing of the complaint lot samples. All parameters of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode additive abnormality and hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to additive abnormality and hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube device experienced clotting/micro clots/fibrin clots. This event occurred 80 times. The following information was provided by the initial reporter. The customer stated: clumped additive and hemolysis